Event description:
Patient reported left side pain and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and rupture. Device remains implanted.

Event description:
Patient reported right side pain and rupture. Patient later reported right side "depiction of a periprosthetic fluid accumulation" via ultrasound. Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "periprosthetic fluid accumulation". Additional, changed, and/or corrected data: b2, b5, b6, d6a, h6, h11.